Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the reservoir tube lip is completely broken off. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.